Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor was thermal damage no adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.